Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there is a orange light displayed in the middle of the touchscreen. Reportedly, the touchscreen is still readable and the pump is still functioning. Customer's blood glucose level was not impacted.